Event description:
During a left side cardiac ablation procedure, a cardiac perforation occurred. A transseptal puncture was performed using a brk transseptal needle through a swartz braided transseptal introducer with a pressure sensor. A guidewire was then inserted; however, fluoroscopy revealed the guidewire appeared outside the pericardium. An echocardiogram was performed, which confirmed the needle was within the pericardium. The guidewire was retracted and no pericardial effusion was noted; therefore, no intervention was required. No patient symptoms were noted so a second transseptal puncture was performed and the procedure continued with no issues. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.